Event description:
As reported by the user facility: rn (registered nurse) noted central venous catheter (cvc) lumen running levophed was partially clamped. The patient's blood pressure and map (mean arterial pressure) were stable. Then the patient became bradycardic to 45 after the cvc was unclamped. Rn noted b. Braun IV pump did not sound any alarm when the IV was clamped and medication still infusing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.